Event description:
A complaint of imprecise sequential readings was received on a customer's precision xtra blood glucose meter. The customer obtained readings of 499, 387, 63 and 102 mg/dl within a ten minute timeframe. When plotting each of the readings against the average on a parkes error grid, two of the results fall in the 'c' zone showing the difference to be clinically significant.